Manufacturer narrative:
No field service was requested and no samples are expected to return for in-house evaluation. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
A surgeon reported a corneal burn occurred at the end of the phacoemulsification phase of a modest nucleus extraction procedure. A small white patch was observed at the proximal side of the incision that made closure very difficult. Two sutures were required. In a follow up, the surgeon reported the phaco time was not long and the chop procedure was used. The pt is doing well. Additional info has been requested.